Event description:
It was reported to philips that the host computer was unable to power up the hard drive, preventing the system from booting up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The procedure was completed by rebooting the system. Philips field service engineer (fse) contacted the customer and confirmed the reported issue. The fse re seated the disk bay, but the issue persisted, leading to a recommendation for host pc replacement. The customer later reported resolving the issue internally. To resolve the issue, the customer¿s in-house technician utilized the power supply from an old pc. After using the old pc power supply, the system was restored to normal working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully completed procedure by rebooting the system. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.